Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. Advised that adhesive did not stick with two separate infusion sets she tried this morning. The customer alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.